Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the autolog wash kit, the tubing from the centrifugal bowl to the step-down tubing reservoir was observed to be more flexible than usual, with a loss of expected rigidity, and there was difficulty connecting the tubing to the step-down tubing. The tubing was eventually connected successfully and the kit was used for the patient. The user alleged a possible product defect or manufacturing process change. There were no adverse patient events as a result of the event.